Manufacturer narrative:
The patient code 3191 accounts for the surgical intervention that occurred.

Event description:
It was reported that there was a loss of capture on this newer right ventricular (rv) lead. The lead was found to have perforated the heart wall. Thus, the lead was abandoned surgically and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received. Additional information was received which reported that the physician diagnosed the perforation via fluoroscopy during the procedure. Then it was also confirmed after the procedure via echocardiography. No actions were required to repair the perforation, as it was noted to have occurred in the past, and had sealed on its own. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a loss of capture on this newer right ventricular (rv) lead. The lead was found to have perforated the heart wall. Thus, the lead was abandoned surgically and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.